Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation.

Event description:
This distributor reported that the 138105, elec ndle std, extended, insul, device was "damaged" during an unknown procedure on (B)(6) 2018. It is reported that the event did not cause any delay in the procedure. Also reported is that no part of the device fell into the surgical site; therefore, no retrieval was required. There was no injury to the patient or user; however, this device has been reported previously within the past two-years for "melting" and the photographs provided do appear to show melting of the tip. No further questions were answered by the reporter. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Inspection of the device found that the needle tip of the electrode showed signs of burn and deformation. Possible contributing factors to this type of failure are power setting, what is being cut/coag, frequency of the cut/coag mode use, and activation length of the cut/coag. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
To date, the reported device has not been returned to conmed for evaluation. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report will be filed. Otherwise this filing will stand as the final report. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device and failure mode. During this same time frame 253,160 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00001. Per the instructions for use, the user is advised the following: contraindications: these devices should never be used when: - there is visible evidence of damage to the exterior of the device such as cracked or damaged plastic - these devices fail the inspection described herein inspection: - cracked, broken or otherwise distorted plastic parts - damage including cuts, punctures, nicks, abrasions, unusual lumps, significant discoloration this issue will continue to be monitored through the complaint system to assure patient safety.